Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) along with a stomach infection. The patient's blood glucose levels reached 392 mg/dl while wearing the pod between 25 and 36 hours on the arm. Symptoms reported include hyperglycemia and nausea, abdominal cramps and fever. The patient had a blood draw, an infusion of saline solution and received rapid-acting insulin with a syringe. The patient was treated with antibiotic cefuroxime puren 250 mg (twice day in the morning and night for 7 days), neoangin (5-6 times a day, every 3 hours for 7 days), nasal spray (sterima 3-4 times a day for 5 days) and ibuprofen (600 mg). The patient was in the emergency room for 7 hours. The lot details provided show that the patient was using an expired pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod insulin management system ¿ user guide. (Model: ust400 17845-5a-aw rev 06 05/24 3 changing your pod/page 24). Warnings: do not use a pod if it is past the expiration date on the package.